Manufacturer narrative:
H3, h6) the camera, product ID: 9735821r, lot number: p903135, was returned to the manufacturer for analysis. In summary, the complaint was confirmed. The returned positioning sensor unit (psu) had scratches on the lens and the housing. A check of the event log showed intermittent firmware incompatibility dating back to december of 2019 and intermittent illuminator current low dating back to september of 2020. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .570 millimeters (mm) with a passing threshold of .250mm. Previously reported codes b01, c08, and d02 are applicable as well as newly reported codes, c02 and c07. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: -, ubd: , UDI#: h3, h6: multiple fdd/annex a codes were reported. A05 was coded for localizer faulted, network device interface (ndi) toolbox had both "bump" and "internal temperature" were both highlighted. A1102 was coded for system displayed a localizer faulted message. The system was serviced in the field by a medtronic representative. The camera was replaced. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system displayed a localizer faulted message. During troubleshooting, the site checked the network device interface (ndi) toolbox which had both "bump" and "internal temperature" were both highlighted. Delay information was not provided. It was unknown if there was an impact to the patient.